Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) and right ventricular (rv) lead, the patient experienced general malaise during fast rhythm. It was also reported, sensing problem with ventricular undersensing and pacing issue. The ipg and rv lead remain in use. Subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated right ventricular under sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.